Event description:
Pt alleges her left implant is ruptured and she wants removal before further tissue damage occurs. Physician's letter states the pt's left implant was noted to be "broken" per a recent MRI and she has breast mound deformities. Initial clinic notes state the left side is 100-150cc larger in volume than the right side and a moderate degree of firmness was noted on the right side on palpation. A diffuse nodularity and firmness was noted in the inferolateral lower hemisphere of the mound and the skin has an orange peel appearance. Left breast mounds are suggestive of intra-parenchymal extravasation of foreign materials and the skin changes suggest lymphedematous.